Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the device was successfully flushed twice but the failed on the third. A large bubble appeared making it impossible to flush.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Also, the extension tube was observed inflated. Microscopic inspection revealed there were wrinkles around the heat shrink tubing of the drive cable. The functional test showed during the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. Media provided by the customer showed evidence of the extension tube inflated. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable and the inflated extension tube.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the device was successfully flushed twice but the failed on the third. A large bubble appeared making it impossible to flush.